Event description:
It was reported patient underwent a plantar fascia injection on (B)(6) 2012. During the procedure, a gps mini kit was opened and the buoy was elevated from the normal position at the base of the gps tube prior to centrifugation. Another kit was used to complete the procedure. No patient injury or surgical delay occurred.

Manufacturer narrative:
Examination of returned device was inconclusive. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.